Event description:
On (B)(6) 2021 I underwent surgery to repair a prolapse uterus and incontinence. I was in the hospital emergency room (B)(6) 2021 for blood in my urine. I since the surgery and following the emergency room visit have been unable to empty my bladder, I am experiencing urine leakage, my prolapse uterus surgery failed, the device has now migrated, I am experiencing painful sex, uti's, lower back pain, abdominal pain, constipation, hip pain. I am seeing a new gynecologist dr. (B)(6) who has recommended revision surgery along with a complete hysterectomy. The device is the enplace sacrospinous ligament (ssl) fixation.